Manufacturer narrative:
The customer¿s allegation of discrepant results, could not be reproduced in the investigation. The assay is performing within its clinically-validated claims. Potential causes of the observed discrepant results include, but are not limited to the following: ¿ contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. ¿ sample mix-up. ¿ differences in technology. Device code was updated to non reproducible results.

Manufacturer narrative:
As the investigation is still ongoing, a supplemental report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from france alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample for patient 1 initially generated a positive result for influenza b (negative for sars-cov-2 & influenza a). The same sample was retested on a competitor platform (panther) which yielded a negative result for all three targets. The alleged sample patient 2 initially generated a positive result for influenza b and sars-cov-2 (negative for influenza a). The same sample was retested on a separate cobas liat which generated a positive result for sars-cov-2 and negative for influenza a & b. For patient 1, both the positive and negative results were reported out. It is unknown which result if any was reported out for patient 2. An investigation is ongoing to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.